Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air leaks were constantly observed, fluctuating around 45 degrees. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No abnormalities in the appearance of the product related to the reported event could be confirmed. Functional test performed. It was confirmed that there was a gas leak from inside the main unit. The cause is a leak from the spont variable relief valve. The spont breath vlv assembly was replaced to correct the issue. P200dnamb device passed all the functional & performance tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.